Event description:
Study patient had suspicion for infection. A re-exploration of the hip and an arthrotomy of the hip was also performed.

Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. DHR review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
Study patient t058 had suspicion for infection. A re-exploration of the hip was performed and an arthrotomy of the hip was also performed.

Manufacturer narrative:
(B)(4). UDI : (B)(4). Medical product - 28mm mod hd std neck tp1 taper, item 163662 , lot j3918636, - therapy date - remains implanted. Report source, foreign - event occurred in (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2018-01232.

Event description:
Study patient (B)(6) had suspicion for infection. A re-exploration of the hip was performed and an arthrotomy of the hip was also performed.